Manufacturer narrative:
The thunderbeat tb-0520fcs probe was returned to the service center for evaluation due to error codes u509 and u504. The user¿s complaint for error code u509 was confirmed. The thunderbeat probe was attached to the usg-400/esg-400 unit and a probe check was performed on the returned condition device. The probe did not pass the probe check and an error code of u509 was displayed. A visual inspection of the hand-piece was performed and some tissue build up was observed on the probe. The teflon pad was noted to have normal wear, and no metal exposed indicated. The distal end of the probe was inspected under the microscope and it was observed that there was a hairline crack on the probe. The switches, wiper, handle and jaw movement were all tested and found to function normally and as intended. The handle load and rotation of the knob torque were noted to be normal and smooth. Based upon similar reported events, and the evaluation of the returned condition device, the exact cause of the error code is a hairline crack which is attributed to the probe coming into contact with a hard or metallic surface during activation.

Event description:
The service center received a report for a thunderbeat probe(tb-0520fcs), lot number 94k 11, that displayed error codes u504 and u509 during an unspecified therapeutic procedure. The probe, connection points to the generator and cable were inspected prior to the procedure and no abnormalities were observed. The physician was performing a seal/cut when the reported incident occurred. The generator settings was reported to be 2:2. The hand-piece was removed and there was no visual damage observed (i.e. Metal exposed on the jaw or visual damage to the teflon pad). No device fragment fell into the patient and no bleeding was reported. The intended procedure was completed with a new tb-0520fcs probe and there was no patient injury reported.